Manufacturer narrative:
.

Event description:
The customer reported to the philips response center (rc) that the device reported upon completion of the user initiated operational check (opcheck) that co2 calibration was overdue (required). The customer attempted to calibrate co2 and found that the device failed to calibrate co2 (calibration failed). There was no patient involvement.